Event description:
It was reported that a one link connector would not clear blood. The user replaced the cap with a new one in order to continue therapy. The one link connector was being used with a non-baxter peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.